Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited pacing during a monitored ventricular tachycardia (vt) episode.  The lead remains in use.  No patient complications have been reported as a result of this event. It was later reported that left ventricular pacing had induced the vt, specifically threshold testing of the left ventricular (lv) lead and the cardiac resynchronization therapy defibrillator's (crt-d) ventricular sense response (vsr) feature. Vsr was turned off to minimize vt induction. Antiarrhythmic, heart failure, and hypertension medications were initiated or adjusted. At a subsequent device check, ventricular sensed events suggestive of slow vt were noted. It was during the course of these monitored events that the ra pacing in question occurred. The lv lead was programmed to another vector to minimize lv contribution to vt. It was at this time that abnormal depletion of the crt-d battery was noted. The patient subsequently experienced phrenic nerve stimulation post-lv vector change. Output was lowered with no further stimulation reported. Over the next few weeks, there were vt detections treated with anti-tachycardia pacing (atp) and high voltage therapy that successfully converted the vt. The lv lead was electrically abandoned due to concern that lv pacing was causing vt. Crt-d settings were also adjusted at this time for the abnormal battery depletion. The lv lead remains in place. The crt-d remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event. It was further reported electrograms (egm) showed vt likely induced with vsr pacing. The patient felt lightheaded. Additional information received indicated the incident was concluded lv lead issue not a battery issue. It was further reported that the lv lead exhibited elevated thresholds that raised suddenly.

Event description:
It was further reported electrograms (egm) showed vt likely induced with vsr pacing. The patient felt lightheaded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the incident was concluded lv lead issue not a battery issue.

Manufacturer narrative:
Continuation of d10: 5076-52, lead implanted (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited pacing during a monitored ventricular tachycardia (vt) episode. It was later reported that left ventricular pacing had induced the vt, specifically threshold testing of the left ventricular (lv) lead and the cardiac resynchronization therapy defibrillator's (crt-d) ventricular sense response (vsr) feature. Vsr was turned off to minimize vt induction. Antiarrhythmic, heart failure, and hypertension medications were initiated or adjusted. At a subsequent device check, ventricular sensed events suggestive of slow vt were noted. It was during the course of these monitored events that the ra pacing in question occurred. The lv lead was programmed to another vector to minimize lv contribution to vt. It was at this time that abnormal depletion of the crt-d battery was noted. The patient subsequently experienced phrenic nerve stimulation post-lv vector change. Output was lowered with no further stimulation reported. Over the next few weeks, there were vt detections treated with anti-tachycardia pacing (atp) and high voltage therapy that successfully converted the vt. The lv lead was electrically abandoned due to concern that lv pacing was causing vt. Crt-d settings were also adjusted at this time for the abnormal battery depletion. The lv lead remains in place. The crt-d and ra lead remain in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.